Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted blood visible on the balloon, stent, and in the guide wire lumen, which is consistent with handling and the stent delivery system (sds) being advanced over a guide wire. The stent was crimped stationary on the balloon, but was not between the markers. The distal end of the stent was located 2.5 mm proximal to the distal marker and the proximal end of the stent was located 2 mm proximal to the proximal marker. There were flared struts on the first row of distal struts. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Stent mislocation/ movement can be affected by numerous factors including, but not limited to, inadequate crimping during manufacturing, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling during product preparation for use, or interaction with accessory devices. The stent outer diameter dimensions were outside of the accepted manufacturing specification; however, because stent outer diameter is verified 100% at the time of manufacture and units in this lot were all within the required specification, this over-sizing most likely occurred at the time of movement as it is expected that the stent would expand during travel over the balloon shoulders. In this case, it is possible the stent was inadvertently mishandled during preparation for use or during loading of the sds onto the guide wire resulting in the noted damage and mislocation as there was no damage noted to the stent during removal of the protective sheath. Analysis noted there was balloon peeling at the distal shoulder and distal taper and at the proximal taper, which was not initially reported with the incident information. The balloon peeling appears to be the result of the procedure circumstances, as there was no report of any damage to the balloon during visual inspection or preparation of the product prior to the procedure. Although balloon peeling or shredding is occasionally seen on manufacturing production lines, it is more likely that the balloon peeling occurred during handling of the product. To help ensure that the balloon shredding is not a result of a manufacturing deficiency, all sds are visually inspected for balloon shredding. A conclusive cause for the reported stent movement could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Event description:
It was reported that during the procedure as the rx vision stent system was being loaded onto the guide wire, it was noticed by the physician that the stent was loose on the balloon. The device did not enter the anatomy and there was no adverse patient effect. Another rx vision of the same size was used to complete the procedure in the tibial-peroneal trunk. Though requested, no additional information was provided.